Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device didn't displayed during the testing and the checking before unspecified procedure. It had been connected with the camera head (otv-s7proh-hd-12e) which is a capable instrument of the subject device at that time. But there was the image of the subject device when the subject device was connected with the endoscope or another camera head. Furthermore when the camera head (otv-s7proh-hd-12e) was connected to another video system center, the endoscopic image was displayed. At the incoming inspection for the repair, the service department of olympus (B)(4) (oekg) checked the subject device and duplicated the reported phenomenon which was no image with connection to the camera head. When a camera head was connected to the subject device, the endoscopic image was black or abnormal. However when an exera ii and iii series endoscope was connected to the subject device, the endoscopic image was no problem. The service department of oekg found and identified the printed circuit board failure of the subject device which might have been caused. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the patient circuit board failure of the subject device which have occurred due to the deterioration of the parts on the patient circuit board which have occurred by the repeated use for the long-term passing more than 5 years since manufacturing the subject device. Since the patient circuit board have been designed to control the videoscopes prior to evis 190 series, and then the ap board or db board failure might have caused the reported phenomenon. If additional information becomes available, this report will be supplemented.